Manufacturer narrative:
A suction canister exploded during an operation contaminating sterile field and staff. This required staff to change personal protective apparel. And the sterile field was re-established causing a delay in procedure. There was no injury to patient or need for further medical intervention. The sample was not returned for evaluation. It was determined the lid had not been manufactured per specification increasing the risk for malfunction during use. Due to delay in surgery a medwatch is being filed. This device is part of a field corrective action that was initiated on 08/23/2016. Not returned.

Event description:
Suction canister exploded and imploded sending debris over operating room (or) staff, equipment and sterile field.